Event description:
It was reported that the catheter was inserted in the pt's right basilic vein without any difficulty. When the pt was sent to x-ray for catheter placement check, it was noticed that a 3 inch piece of the spring wire guide was in the pt's arm. The piece of spring wire guide was removed by a surgical cut-down. There were no additional pt complications.